Event description:
On (B)(6) 2015, the patient contacted lifescan (lfs) (B)(4), alleging that their onetouch verio iq meter had displayed an unknown error message. The complaint was classified based on the customer service representative (csr) documentation. The patient stated that the alleged product issue occurred on an unknown date and time prior to contacting lfs. The patient currently manages their diabetes with self-adjusting insulin doses and increased his dose of insulin by 3-4 units. One week after the alleged product issue began the patient reported that he developed the symptom of ¿felt dizzy¿. No medical intervention was required. At the time of troubleshooting the csr noted that the patient did not have testing supplies to walk through a retest in order to try to resolve the issue. Replacement products were sent to the patient. Based on the information provided, there is no indication the meter issue caused and/or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia, nor did they receive medical intervention for either of these conditions. However, this complaint is being reported because the alleged error message remained unresolved at the time of troubleshooting.